Event description:
It has been reported to co that during the procedure it was noted on fluoroscopy that the coil of this device had separated. There is no report of patient injury. The device has been discarded by the user facility.